Manufacturer narrative:
A complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil was over torqued inside the connector region consistent with procedural damage. After cutting, cleaning, and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within product specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over torque of the inner coil. The reported events of unacceptable threshold, and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an in-clinic follow up, increased capture threshold and decreased sensing was observed on the right ventricular (rv) lead. An x-ray was performed and the rv lead was found to be dislodged. During a revision procedure, the helix would no longer extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.